Manufacturer narrative:
Date of report: 01oct2018. Date received by manufacturer: 23aug2018. The following information was inadvertently left off of the initial MDR that was filed on (B)(6) 2018. The philip's field service engineer (fse) replaced the data acquisition to motor controller cable and bracket to address the finding.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported an error 1006 (data acquisition printed circuit board assembly analog to digital converter failed) occurred. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.